Event description:
It was reported that the user performed a factory reset of the ilet after entering bg run mode and experiencing difficulty reconnecting a continuous glucose monitor (cgm) following a period without sensors, during which they attempted to pair fsl3+ but could not establish a connection. Customer care guided reconnection, completed a factory reset checklist, and provided education, with a partner transfer for sensor replacement. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy related to setup and reconnection challenges. There was no hospitalization reported. Investigation included user interview and analysis of information provided by the user and third party. Investigation of this case revealed a usage problem with improper procedure and failure to follow instructions by not starting a new sensor, with no device problem found and no applicable component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.